Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 21 mg/dl at one point. Troubleshooting did not occur for the low blood glucose; the customer continued to participate in troubleshooting for an inaccurately reading sensor. The insulin pump was not returned or replaced.